Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced intermittent dexcom g7 sensor connection with the ilet, and support guided a re-pairing process to establish a secure connection; the issue was described as pairing failure with the responsible device not identified, and troubleshooting and education were completed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included guided re-pairing and user education to restore connectivity. Investigation of this case revealed an intermittent connectivity problem without identified device component responsibility, with no evidence of physiological impact. It was concluded, based on previously established findings for similar reports, that the cause was unknown.